Event description:
The following was reported to hamilton medical ag: "tf 5507. This is the first time for this error code for this g5." (Ventilation continues). No health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Additional information added in follow-up #1 (B)(4). Field b4, g6, h2, h3, h6 and h11 updated. The issue occurred during ventilation. Nevertheless, the event did not cause or contributed to a death or serious injury. The root cause of the event was determined to be defective sensor board. After replacing the msp sensor board 2, the device was found to be functional and was released for use. The issue is considered a reportable event because it could potentially impact patient safety during ventilation since the defect on the msp sensor board 2 could result in inadequate ventilation support.

Event description:
The following was reported to hamilton medical ag: "tf 5507. This is the first time for this error code for this g5." (Ventilation continues) no health impact or consequences